Event description:
It was reported that the case was postponed. Vascular access was obtained via the right femoral artery. The 90% stenosed, 50mmx3.0mm, concentric de novo target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A rotablator console kit was selected for use. During the procedure, after connecting the console with the nitrogen and dynaglide connections, the gas was released and there was significant leakage from the hose pipe. Afterwards, it was check thoroughly and was found that the leakage was at the connector site of the hose pipe. The case could not be completed and was postponed. There were no complications reported and the patient is stable. It was further reported that the hose pipe had a small cut. Furthermore, the patient was not sedated during the procedure.

Event description:
It was reported that the case was postponed. Vascular access was obtained via the right femoral artery. The 90% stenosed, 50mmx3.0mm, concentric de novo target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A rotablator console kit was selected for use. During the procedure, after connecting the console with the nitrogen and dynaglide connections, the gas was released and there was significant leakage from the hose pipe. Afterwards, it was check thoroughly and was found that the leakage was at the connector site of the hose pipe. The case could not be completed and was postponed. There were no complications reported and the patient is stable.